Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained by the laboratory personnel. A subculture and gram stain test were used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "causes of false positives".

Manufacturer narrative:
Investigation summary a complaint of "false positives" was received against mgit 320 instrument (p/n 441743, s/n (B)(6). Calibration support engineer confirmed the issue, he considered the issue was caused by filter dirty. He advised customer replacing filters to resolve the issue. The complaint is not confirmed because the nonconformance happened due to dirty filter. The root cause is related to "dirty filter". Device history review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and has changed configurations since release from manufacturing due to service repairs/pms. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints related to this issue. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained by the laboratory personnel. A subculture and gram stain test were used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "causes of false positives."